Manufacturer narrative:
All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I sars-cov-2 igg ii quant for a patient while running on the alinity I processing module. The following data was provided (reference range: < 50 au/ml is negative, >/= 50.0 au/ml is positive): on (B)(6) 2022 at 00:06 sid (B)(6): initial result: 0.0 au/ml (negative). On (B)(6) 2022 at 00:14 sid (B)(6): repeat result: 58.0 au/ml (positive). On (B)(6) 2022 at 13:39 sid (B)(6): repeat result: 1.0 au/ml (negative). On (B)(6) 2022 at 15:59 sid (B)(6): repeat result: 0.0 au/ml (negative). No impact to patient management reported.